Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Event description:
Baxter field service technician serviced a colleague device for a damaged battery alarm. The process step was unknown and no patient injury is reported. Any report of patient involvement is unknown. The baxter field service technician repaired the device on site. As such, the device will not be returned to (B)(4) technical services. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.